Event description:
Manufacturer received a report on 08/20/2009, indicating no immediate change in color and high resistance in an attempt to ventilate a pre-term infant in 2009. A second attempt was made to ventilate the patient as reported at approximately 3 weeks later.

Manufacturer narrative:
The packaging material was not saved. It is unknown if the pedi-caps were of the affected recalled lots. The second failed pedi-cap will be reported on MFR report # 2936999-2009-00547. Manufacturer has notified FDA of recall on 08/14/2009.